Manufacturer narrative:
The main component of the system and other applicable components are: product ID: a03888001, serial# unknown, product type: recharger.

Event description:
A patient reported via company representative (rep) on (B)(6) 2016 that they had difficulty charging and subsequently stopped using stimulation several months ago. An overdischarge was alleged. They attempted to turn stimulation on the previous week and got the "no communication" screen on their patient programmer (pp). They attempted an antenna locate (al) feature and normal recharge, but got the "no communication" screen on the implantable neurostimulator (ins) recharger (insr) as well. There were no environmental, external, or patient factors that may have led or contributed to the issue. The rep had begun a physician mode recharge (pmr), but the issue was not resolved. It was also reported by the patient on the same day that they were unable to charge, and the rep told them to order recharge spacers. They'd had a problem charging the ins since it was implanted. They would get two to four coupling bars while charging. They had turned the ins off for a month and turned it back on and tried for a week and a half to charge it. The indication for use was spinal pain. The company representative (rep) responded on (B)(6) 2016 stating that they did not know when they became aware of the recharging difficulty, and that the patient was still charging after the physician mode recharge (pmr) had been conducted. The rep was going to connect with the patient again on (B)(6). Additional information was received from the company representative (rep) on (B)(6) 2016 stating that the overdischarge had not yet been resolved, but the patient had a scheduled appointment with their doctor on (B)(6). Additional information was received from a company representative (rep) on (B)(6) 2016 stating that they were helping the patient with the overdischarge issue that day. The patient had been having trouble with recharging and may need to use a prime cell device. It was also noted that they were having good therapy until they had the recharging issues. Additional information was received from a company representative (rep) stating that they had met with the patient the day prior. The overdischarge was not resolved and plans were underway to swap the rechargeable battery for a prime cell device. No date had yet been set.

Manufacturer narrative:
For additional information regarding the explant please refer to manufacturer report # 3004209178-2016-05876.

Event description:
Additional information received from a manufacturer representative reported that the patient had the device replaced with a primary cell battery. They interrogated the explanted implantable neurostimulator (ins) and saw a code of 0x2618. The new stimulator was working well and providing excellent stimulation coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.